Event description:
The customer initially reported to beckman coulter that the distribution valve (dv) on the unicel dxh 800 coulter instrument was not homing and the latron control was voting out and heard a grinding sound inside the analyzer. While troubleshooting the dv cycle issues on the customer's dxh 800 instrument, the field service engineer (fse) found tubing that had popped off the bottom port of the flow cell and at least 200 cc of diluent, likely contaminated with blood and control material, leaked from the instrument into the pull out work shelf of the analyzer's floor stand. The leak was contained within the floor stand and the customer was unaware of the spill. The leak was not related to the dv issue. There was no biohazard exposure to mucous membranes or open wounds. There was no impact to patient results.

Manufacturer narrative:
Review of the analyzer's records, shows the dxh800 generated error messages at the time of this event. The fse cleaned the distribution valve (dv) and replaced the tubing on bottom of the flow cell to resolve the leak. The fse cycled the dv with no errors. The fse verified latron, and ran quality control (qc); all results were within range. The fse indicated that all daily checks passed. Failure mode was disconnected tubing from bottom of the flow cell. (B)(4).